Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
Please note: this report pertains to the first of two devices. Ref: 3005099803-2011-02240 and 3005099803-2011-02010. It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a stone removal procedure (patient identifier, age, weight, sex unknown). According to the complainant, during preparation, the device was removed from the packaging and the basket became detached from the handle. The device was disposed of and a second device opened for use in the procedure. The second device worked okay at the start of the case, but towards the end it started to jam and lose functionality. No additional information is available at this time. The patient was reported to be fine at the conclusion of the procedure.